Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined pacing impedance, noise that was reproducible with isometrics, and was fractured. The lead was inactivated. The patient was fitted with a wearable defibrillator until the lead is extracted in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) triggered for the lead. The lead also exhibited oversensing. The lead was explanted and replaced.